Event description:
Customer reportedly received a blood glucose reading of 228 mg/dl after waking in the morning; looked pale and felt dizzy and weak. Symptoms did not match reading. Customer's husband gave her orange juice and breakfast and she felt better one hour later. There was no delay in treatment. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.